Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were not confirmed. Device evaluation found water tightness was lost due to pinching of the bending section cover, a pinhole in the bending section cover, and a dent in the distal end. The adhesive on the bending section cover was chipped, the electrical connector and scope connector had corrosion due to water leakage, angulation in the up direction was out of standard due to wear of the angle wire, forceps and cleaning brush could not be inserted smoothly due to damage on the channel tube, the light guide lens was cracked, the bending tube was dented, the scope connector was scratched, and the connecting tube was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
Customer reported to olympus, while using the flex video scope the scope screen sometimes becomes dark. This occurred with the screen of the scope, not the entire monitor. The quality of the screen had gradually decreased. As reported, there was no patient impact or harm as a result of this occurrence. The device was returned for evaluation. During device inspection and evaluation, the following reportable malfunction was found: the coating of the image guide pipe is peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the coating of the image guide pipe peeling off was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.